Event description:
It was reported that the lead perforated the heart. The lead was explanted. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.